Event description:
Complainant alleged that during functional testing, the device prompted "unit failed" and "change batteries" messaged. Complainant indicated that there was no patient involvement in the reported malfunctions.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint is still under investigation.